Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing a pump does not drain solute as directed occurred through troubleshooting of the device. During flow testing the device was found slightly out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate assembly. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not drain solute as directed. Pump shows resting 7 ml of solute remaining, while in the IV (intravenous) bag there is more than 30ml. Depending on the delivery rate, the bag should show less than 10ml. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.